Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the base of five mr290vx vented autofeed humidification chambers during CPAP therapy on a sipap machine. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the base of five mr290vx vented autofeed humidification chambers during CPAP therapy on a sipap machine. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: two mr290vx vented autofeed humidification chambers were returned to fph in new zealand and visually inspected. Our analysis is also based on the results of the previous investigations on similar complaints. Results: visual inspection revealed that the chamber domes were cracked. The prints on the chambers were also slightly smeared. White residue was also found around the cracked area of the chamber with lot number 120809. A lot check revealed no other complaints of this nature for the above lot numbers. Conclusion: our investigation results indicate that the cracking observed on the chambers was most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. The residue present on the chamber dome indicates that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end, our user instructions state: "do not soak, wash, sterilise or reuse this product." Every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.